Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-05. The rep stated that the patient cannot get in to see the surgeon until the end of the month. No further complications were reported/are anticipated.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The battery has reached end of life (eol). The patient knew from past experiences how to trickle charge their device and then clear with their patient programmer. They called their rep to say that their battery was charged but it would not work. They jump started their device. The patient met with their rep on (B)(6) 2017 to clear the power on reset (por) but it was on strike 3 and was at eol. The patient made an appointment with their surgeon to discuss a possible battery replacement but they were unsure if they would replace it since the battery was only 3 years old. They might recommend a primary cell if it is replaced. At this point they would not know anything until the surgeon contacts them with a decision. Th rep stated that the issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.